Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: f/g,promus element,mr,ous 3.00x12mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent identified stent damage. Damage was noted across the entire stent and both ends of the stent were flared outwards. Stent has moved proximally on the balloon such that the stent was covering the proximal balloon cone and proximal markerband. The balloon was reviewed and no issues were noted with the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were evident on the balloon wall exposed by the movement of the stent, indicating correct crimping and positioning of the stent prior to the complaint incident. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The target lesion as located in the highly calcified right coronary artery (rca). Following pre-dilation, a 3.00x12mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged and stent moved on balloon.